Event description:
Customer states that she received a results of 10mg/dl , 325mg/dl, and 15mg/dl within 10 minutes on the same device. Customer reported having low blood glucose symptoms at the time of the comparison and chose to eat and drink. No adverse event reported and no medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.